Manufacturer narrative:
This incident is being recorded under (B)(4). G2: foreign - event occurred in united kingdom. E1: telephone- (B)(6). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during pre surgery check the motor speed was low so graft could not be harvested. No patient impact occurred as the incident was before surgery. Diligence is complete